Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked before a vitrectomy procedure. The cassette was replaced and the procedure was completed with no further complications.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were observed. The yellow stopcock was connected to the auto stopcock on the infusion manifold in returned condition. The ports on the yellow stopcock were intact. The infusion cannula line was not returned. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No leakage was detected from the manifolds, connectors, drain bag or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).